Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During the call, caller indicated that the acecide drawer was closed and that acecide was drained priorly. It appeared to be stuck in loading cycle. There was no error noted. It was also noted, the drawer was disassembled to locate the issue, the latch mechanism was noted to be damaged, could not unlock during the load process. The customer is currently manually unlocking the lcg drawer to complete work. A field service engineer (fse) will be dispatched to the facility. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), acecide loading issue was noted with the endoscope reprocessor. During troubleshooting, caller was instructed to power off/on and remove the power cord from the wall, then was suggested to perform a drain lcg followed by a load lcg. Caller indicated that it appears to be working and will be calling back if issue persists. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additional details have been requested, regarding the field service engineer's visit to the facility. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the disinfectant preparation process was not completed, due to broken parts. And because the lock system was unable to be unlocked. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to h10 and provide additional information regarding the customers equipment. The information included in h10 was inadvertently left out of the supplemental medwatch report. The field service engineer (fse) completed a follow up visit to the customer. The fse did not repair the customers oer pro equipment, rather the oer pro equipment was swapped out with oer elites.